Event description:
It was reported that the patient's inflatable penile prosthesis (ipp) was not inflating when the device was pumped. During the revision surgery to replace the device, the physician saw there was fluid loss from the device where the tubing meets the pump. He also saw the outer silicone layer on the cylinders had come off. The dacron mesh fiber inner layer of the cylinder had become adhered to the flesh on the inside of the corporal bodies. As a result, removal of the device was difficult and took three hours. After the ipp device was removed, a new ipp device was implanted. There were no patient complications.

Manufacturer narrative:
Upon receipt at of these inflatable penile prosthesis (ipp) cylinders and pump at our quality assurance laboratory, the returned components underwent a thorough analysis. Visual examination identified the outer layer and fabric tubing for cylinder 1 had been detached at the proximal end of the cylinder body. The fabric thread tubing from the proximal end to the middle pf the cylinder body had been cut off and not returned. When cylinder 1 was inflated the inner tube bulged. The outer tube of cylinder 2 had detached at the proximal end of the cylinder body. Examination of cylinder 2 also found frayed fabric threads due to wear from the kink resistant tubing (krt). The inner tubing of cylinder 2 bulged when inflated. Visual inspection of the momentary squeeze (ms) pump identified the krt was worn to the filament. Additionally, a fluid leak was identified on one of the krt cylinder sections due to fatigue. Microscopic examination identified tissue inside the pump near the deflation ball. Based on the information available and analysis results, the reported inflation issue, fluid leak, and cylinder fracture were confirmed. Additionally, the reported patient event of adhesion is a known risk associated with implant of these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient's inflatable penile prosthesis (ipp) was not inflating when the device was pumped. During the revision surgery to replace the device, the physician saw there was fluid loss from the device where the tubing meets the pump. He also saw the outer silicone layer on the cylinders had come off. The dacron mesh fiber inner layer of the cylinder had become adhered to the flesh on the inside of the corporal bodies. As a result, removal of the device was difficult and took three hours. After the ipp device was removed, a new ipp device was implanted. There were no patient complications.